Manufacturer narrative:
Plant investigation: as the device was not returned to the manufacturer, a physical evaluation could not be performed. A batch records review was conducted by the manufacturer for the reported lot. There were no non-conformances or abnormalities identified during the manufacturing process which could be associated with the reported event. The entire lot has been sold and distributed. In addition, a device history review was performed and confirmed that the results of the in-progress and final quality control (qc) testing met all requirements. The lot met all specifications for release. A product history review did not reveal a probable cause for the customer complaint. As a physical evaluation could not be performed, a definitive conclusion regarding the reported incident could not be reached and a cause could not be confirmed.

Event description:
A nurse reported that there was a fluid leak encountered after a patient completed pd treatment . The fluid was found during step 9 of removing cassette. The fluid was discovered in the pump module area and fluid was discovered on the external of the cassette. Fluid seemed to be leaking from the cassette to the cassette door. There were no alarms/warnings prior/after the leak. In a follow up, the nurse verified the fluid leak event and said there was no harm, intervention or adverse event. The leak took place in the clinic as the patient was doing training. The cycler will not be returned. The nurse is letting it dry out overtime and will resume use as needed. The cycler set is not available to return.

Event description:
A nurse reported that there was a fluid leak encountered after a patient completed pd treatment. The fluid was found during step 9 of removing cassette. The fluid was discovered in the pump module area and fluid was discovered on the external of the cassette. Fluid seemed to be leaking from the cassette to the cassette door. There were no alarms/warnings prior/after the leak. In a follow up, the nurse verified the fluid leak event and said there was no harm, intervention or adverse event. The leak took place in the clinic as the patient was doing training. The cycler will not be returned. The nurse is letting it dry out overtime and will resume use as needed. The cycler set is not available to return.

Manufacturer narrative:
The plant investigation is in process. A supplemental MDR will be submitted upon completion of this activity.